Event description:
It was reported that the pump battery was depleting quickly. There was no adverse effect to customer's blood glucose level. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.